Event description:
It was reported that the customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer was throwing up prior to hospitalization. Troubleshooting was performed and the time was not programmed in pump. The impact of incorrect pump programming was explained.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the basic occlusion test and occlusion test or test for excessive "no delivery" alarms due to motor error alarms. Battery was removed and reinserted with no failed battery test alarms noted. All operations currents are within specification. No unexpected low battery alarms noted. The off no power alarm functions properly.